Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, upon pre-evaluation it was noted that the device had an initial power up condition due to the device sitting prior to evaluation which causes the batteries' energy level to be too low to allow the device to respond. The result is an ¿initial power up¿ condition from the pre-evaluation tool. This information is alerting the user that the device's batteries don¿t have enough charge for testing at this time and does not suggest or confirm any malfunction of the device. The technician recommended replacing the a/c cable. In addition, the device powered on and operated as it should. The device logs were unable to be obtained. The rear case enclosure was damaged and was recommended to be replaced. No repairs were peerformed. Unit not needed for inventory and will be scrapped.